Event description:
Alleged deflation.

Event description:
No deflation - not reportable.

Manufacturer narrative:
Valve strap detached during initial implantation. Not a reportable event. No surgical intervention was required.